Manufacturer narrative:
(B)(4). Devices not received, log review only. Event log and data set have been received. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer requested an event log review. In the nicu an infant was getting an infusion of midazolam. The ordered dose was 0.05mg/kg/hr and concentration was 1mg/ml. The rate should have been 0.14ml/hr. At 1000 on (B)(6) 2013, the nurse found the rate at 1.14ml/hr. A new syringe was hung on (B)(6) 2013, at 20:53 and this may be the time when the programming error occurred. No vital sign changes were noted. The infusion rate was corrected back to 0.14ml/hr. There was no report of patient harm or medical intervention required. No additional patient or event information was provided.